Event description:
A customer reported an issue with their insulin pump, specifically noting a lack of touchscreen responsiveness as the screen was frozen and unresponsive. No adverse impact on the customer's blood glucose level was noted, as the level did not exceed 500 mg/dl (27.7 mmol/l). The customer attempted a pump reset as advised by technical support, but the screen remained unresponsive. Consequently, the customer switched to multiple daily injections (mdi) as a backup insulin therapy. Technical support confirmed the shipping address and instructed the customer to return the problematic pump using a prepaid label within 10 days after placing it in storage mode.